Manufacturer narrative:
Investigation summary: one sample was received. It has the plunger rod-rubber stopper, tip cap and barrel label; it has no packaging flow wrap and no saline solution. The rubber stopper is all the way down to 1ml. The sample was tested for sustaining force from where the rubber stopper was giving; after that the plunger rod-rubber stopper were pulled up to the 10ml mark and tested again for sustaining force. There were no issued or defect for product specification for sustaining force. Additionally, one photo was provided, the syringe shows the barrel label. Possible root cause cannot be confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: one samples was received. One sample was received. It came in a plastic ziploc plastic bag. It has the plunger rod-rubber stopper, tip cap and barrel label; it has no packaging flow wrap and no saline solution. The rubber stopper is all the way down to 1ml. The sample was tested for sustaining force from where the rubber stopper was giving 13.2n; after that the plunger rod-rubber stopper were pulled up to the 10ml mark and tested again for sustaining force it measured 12.6n. The product specification for sustaining force is <20n. One photo was provided. It shows the sample in a plastic bag. The syringe shows the barrel label. Root cause description: root cause_ can¿t be confirmed.

Event description:
It was reported that plunger error occurred with a 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter, "after pushing 7 c.c., it was stuck."